Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4233-1049-7271 on a vitros xt 7600 integrated system. The investigation could not determine a definitive assignable cause of the event. Based on acceptable historical quality control results, a vitros na+ lot 4233-1049-7271 performance issue is not a likely contributor to the event. In addition, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4233-1049-7271. A vitros na+ slide cartridge related issue is not a likely contributor of the event as the initial and repeat results from the vitros xt 7600 system were obtained from slides from the same vitros na+ reagent cartridge. However, an individual slide related issue could not be entirely ruled out. Precision testing results obtained on the vitros xt 7600 integrated system were within ortho acceptable guidelines. In addition, historical qc results were precise indicating that an instrument related issue is not a likely contributor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. (B)(4).

Event description:
The investigation determined that a non-reproducible, higher than expected sodium (na+) result was obtained from a single patient sample processed using vitros chemistry products na+ slides lot 4233-1049-7271 on a vitros xt 7600 integrated system. Patient sample result of >250 mmol/l vs an expected result of 129 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected result was not reported outside of the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).